Event description:
It was reported that one section of the tip of the product was found missing after the package was opened. Also stated that it made the product impossible to use in the patient.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned in the opened original packaging. The pigtail was observed to be broken off at one end of the stent at the porthole however the broken pigtail was not returned. No stretching or discoloration was noted on the stent. The suture porthole was not observed to be damaged which is a result of the suture being cut and removed from the stent by the end user. The outer diameter of the stent was measured with a laser micrometer and found to be 0.062 inches which is within the specifications. A 0.035 inch guidewire was able to pass through the stent without resistance. A potential root cause for this failure mode could be due to inappropriate package design. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when opened the package one section on the tip of the product was found missing. Stated that it made the product impossible to use in the patient.